Event description:
Patient underwent an uneventful ilasik both eyes (ou) (B)(6) 2012. Patient presented at 1 week post-op with striae left eye (os). Patient brought back to laser suite for lift and stretch. Epithelial sloughed during procedure. Bandaged corrected lens (bcl) placed os and patient followed daily until cornea re-epithelialized. (B)(6) 2012 visual acuity without correction (vasc) right eye (od) 20/20, vasc os 20/100. Rxm od plano 20/20 rxm os -0.75 - 1.75 x 170 20/20.

Manufacturer narrative:
(B)(4) - epithelium sloughed during procedure. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(6) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(6) 2012, to perform preventative maintenance. System was tested and meets amo specifications. All pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.